Event description:
The customer's third party biomed advised technical support that while the unit was in use with a pt, the unit generated a sys failure alarm and shut down. Electrical test failure code 53 (front end fault) was logged. The pt was switched to another pump, but subsequently expired. Note: the exact incident date is unk, but the incident occurred in late may. The co was advised that the pt had expired.

Manufacturer narrative:
A co svc rep observed the fault code while visiting the site for an unrelated reason (to pick up a rental unit). Both svc and technical support advised the customer's biomed that based on the fault code, the front end board should be replaced. The biomed ordered a replacement board, but did not return the failed board for eval. The biomed said that he had been advised by his risk mgmt rep that the board would not be returned at this time, and that the customer's risk mgmt should contact pt monitoring directly. A regulatory affairs rep contacted the biomed and asked for the risk mgr's contact info. Two messages were left for the risk mgr asking for add'l details of the event, including the exact date of the event and whether or not the board would be returned for eval. We have not rec'd a reply.